Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery as the patient was unconscious. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was oversensing of low amplitude cardiac signal. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
There was an error with the previous report. There is no death associated with the inappropriate treatment event. A us distributor contacted zoll to report that a patient received seven inappropriate defibrillations and one appropriate defibrillation on (B)(6) 2017. The patient was in the hospital and unconscious at the time of the event. The first five treatments were delivered between 22:45:09 and 22:47:22 when the patient was in an accelerated idioventricular rhythm. The post-shock rhythms were an accelerated idioventricular rhythm. The sixth treatment was appropriate and was delivered at 22:50:06 when the patient was in ventricular fibrillation (vf). The post-shock rhythm was vf. The ECG recording then showed asystole with intermittent cardiac activity from 22:51:47 to 23:01:01. The patient was then treated a seventh time at 23:01:09 while in asystole. The post-shock rhythm was asystole. The final treatment was delivered at 23:28:42. The rhythm at the time of the treatment was CPR artifact. The final treatment delivered was only 6 j with an impedance of 0 ohms which indicates the lifevest was not making good contact with the patient's skin at the time of treatment, likely the device was being removed during CPR. Oversensing low amplitude cardiac signal contributed to the false detections. The response buttons were pressed after all eight treatments were delivered. The response buttons functioned appropriately. The device was shutdown at 23:59:27 on (B)(4) 2017. The patient later passed away on (B)(6) 2017 and was not wearing the lifevest at the time of passing. There is no indication the treatment event on (B)(6) 2017 caused or contributed to the patient's death as the patient passed away on (B)(6) 2017 and was not wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was oversensing. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
It was reported the patient passed away on (B)(6) 2017. The patient was wearing the lifevest at the time of collapse. The cause of death was due to cardiac related. The patient received an inappropriate treatment on (B)(6) 2017 consisting of eight shocks.